Event description:
Allegedly removed during the revision of a cup for possible mom. When surgeon pulled cup and neck, there were no signs of mom. Cup did not have a lot of ingrowth also the neck was easy to remove.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01649, 01650.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the product. Evidence that product in specification when used.